Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated

Event description:
It was reported that during an unknown surgery, when drilling a bone hole to the 25mm mark with a 7mm reamer and inserting a milagro advance 7x23, it slipped freely and stopped midway. They then inserted a 7x15mm and reported that the operation was successfully completed. There were no surgical delays and no harm to the patient. The device was brand new and the first use when the issue occurred.